Event description:
It was reported that the pulse generator exhibited backup operation. The patient presented with no pacing support and an intrinsic heart rate in the 30's. The patient had been lost to follow-up for the last five years. Based on the device behavior, it was suspected that it was past elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.